Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) patient sample result obtained on a dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. Quality control results were within the customer's expected ranges indicating that the dimension exl with lm system and sodium assay were performing acceptably. Repeat of the same sample yielded the expected result. The system is operational. A potential product problem was not identified. The cause of the event is unknown.the device is performing within specifications.no further evaluation is required.

Event description:
A discordant falsely depressed sodium (na) patient sample result was obtained on a dimension exl with lm system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on an alternate dimension exl with lm system and a higher sodium (na) result, considered correct, was obtained and reported.there are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.